Event description:
The customer reported that the monitor speaker did not work. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the monitor speaker did not work. No patient harm was reported. The mainboard (speaker assembly) of the monitor was replaced. The device labeling (IFU) warns against sole reliance on audible alarming. Consideration of this complaint and similar complaints supports that there are no design, manufacturing, materials, or labeling problems. No further investigation or action is warranted.